Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation future explant date: (B)(6) 2023 mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 62-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis experienced right sided deflation post procedure. The deflation was thought to have been possibly caused by a fall. Diagnosis was made through a physical examination. As a result, explant is planned for (B)(6) 2023.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on february 20, 2023. The event date was clarified with receipt of the device. The event was clarified to be december 27, 2022. The investigation of the impacted product was completed by the failure analysis lab on february 27, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, in accordance with mentor procedures, and two tears were noted, a tear on the anterior view (a) measuring approximately 0.6 cm, and a tear on the posterior view (b) within a crease/fold measuring approximately 0.1 cm. A microscopic examination was performed on the edges of tear a, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. In addition, a microscopic examination was performed on tear b, and instrument damage was not found on the area of the tear. The evaluation determined that the cause of tear b could be the trauma experienced. Deflation can occur any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. Based on the information currently available, a microscopic examination of tear a indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).